Manufacturer narrative:
Additional information was received indicating tachy therapy will remain programmed off due to a non-device related condition. A revision procedure was not scheduled. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise on the rate/sense channel. High out of range shock impedance measurements and increased pacing impedance measurements were also observed. The patient is not pacer dependent. Tachy therapy was programmed to monitor only to avoid inappropriate shocks until a revision procedure can be performed. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.